Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pelvic area pain") and genital haemorrhage ("bleeding") in a 30-year-old female patient who had essure (ess205) (batch no. 621803) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish") and abdominal pain ("abdominal pain"). In july 2007, the patient experienced urinary tract infection ("urinary tract infection"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In january 2008, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding complications"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy/ surgery to remove essure implants in (B)(6) 2012). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety, nausea, dysmenorrhoea, dyspareunia and abdominal pain outcome was unknown and the genital haemorrhage, fatigue and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, nausea, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: normal appearing ostia, at the end of placement four coils are visible on the right and two coils visible on the left, normal appearing endometrium diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: successfully occluded.; on (B)(6) 2007: total bilateral occlusion on (B)(6) 2007 hysterosalpingogram should no filling of the fallopian tubes with occlusion device in good position. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: dysmenorrhoea, menorrhagia, dyspareunia, pelvic pain. Most recent follow-up information incorporated above includes: on 26-jun-2018: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: urinary tract infection, psychological or psychiatric problems condition: depression and mental anguish, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, abdominal pain, vaginal discharge. Lot number, lab data were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pelvic area pain / pain') in a 30-year-old female patient who had essure (ess205) (batch no: 621803) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: the endometrial cavity is triangular in shape and lined by soft red tan endometrium measuring up to 0.3 cm in thickness. The myometrium easures 4 cm in thickness and has a rubbety pink tan cut surface with no definite masses or nodules grossly recognized. At each cornu is a spring shaped piece of hardware 0.5 cm. Concomitant products included medroxyprogesterone acetate (depo provera) and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) since on (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced urinary tract infection ("urinary tract infection"), 5 months 27 days after insertion of essure (ess205). On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), nausea ("nausea") and abdominal pain ("abdominal pain"). On (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), menstrual disorder ("menstrual bleeding complications") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy/ surgery to remove essure implants on (B)(6) 2012). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, abdominal pain and vaginal discharge had resolved and the menstrual disorder, urinary tract infection, depression, anxiety, nausea and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, nausea, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: normal appearing ostia, at the end of placement four coils are visible on the right and two coils visible on the left, normal appearing endometrium diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2007: results: successfully occluded.; on (B)(6) 2007: results: total bilateral occlusion. No filling of the fallopian tubes with occlusion device in good position. Pathology test: on (B)(6) 2011: uterus with cervix (134 grams): 1. Mild chronic cervicitis with cystic endocervical glands. 2. Secretory endometrium, no atypical features identified 3. No apparent myometrial abnormalities. 4. Bilateral cornual contraceptive devices, see gross description. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: dysmenorrhoea, menorrhagia, dyspareunia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received- new events pain and bleeding was updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pelvic area pain") and genital haemorrhage ("bleeding") in a 30-year-old female patient who had essure (ess205) (batch no. 621803) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish") and abdominal pain ("abdominal pain"). In (B)(6) 2007, the patient experienced urinary tract infection ("urinary tract infection"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding complications"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy/ surgery to remove essure implants in (B)(6) 2012). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menstrual disorder, urinary tract infection, depression, anxiety, nausea, dysmenorrhoea, dyspareunia and abdominal pain outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, fatigue and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, nausea, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: normal appearing ostia, at the end of placement four coils are visible on the right and two coils visible on the left, normal appearing endometrium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: successfully occluded.; on (B)(6) 2007: total bilateral occlusion on (B)(6) 2007 hysterosalpingogram should no filling of the fallopian tubes with occlusion device in good position. On (B)(6) 2011, pathology report final diagnosis uterus with cervix (134 grams): 1. Mild chronic cervicitis with cystic endocervical glands. 2. Secretory endometrium, no atypical features identified 3. No apparent myometrial abnormalities. 4. Bilateral cornual contraceptive devices, see gross description. The endometrial cavity is triangular in shape and lined by soft red tan endometrium measuring up to 0.3 cm in thickness. The myometrium easures 4 cm in thickness and has a rubbety pink tan cut surface with no definite masses or nodules grossly recognized. At each cornu is a spring shaped piece of hardware 0.5 cm. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: dysmenorrhoea, menorrhagia, dyspareunia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding complications"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.